Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia¿ ultra universal 12mm single use instrument and one endo gia¿ 60mm articulating medium/thick reload both opened by the account. The instrument was received engaged with the reload. The reload was unloaded without difficulty. Visual inspection of the instrument noted that the articulation lever had disengaged from the rotation collar. Insufficient material transfer was observed on the lever, suggesting improper assembly of the articulation lever. Visual inspection of the cartridge noted that the reload was fully applied. During functional evaluation, the reload was loaded into a post market vigilance (pmv) instrument. It was observed that the anvil could not be closed completely on the initial clamping stroke. This was an indication that the reload anvil was deformed at the clamping feature. Further functional testing found the reload to cycle without hesitation or binding. Functional testing also confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the instrument device history record indicates this device lot number was released meeting all covidien quality release specifications at the time of manufacture. (B)(4).

Event description:
According to the initial reporter, the staple reload would not unload after it was fired. Upon inspection, the jaws of the instrument are open.